Manufacturer narrative:
The technician confirmed the reported event of heat and noted that the driveshaft bearing was damaged.

Event description:
It was reported that during setup prior to a procedure at the user facility, the core impaction drill was overheating. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.